Manufacturer narrative:
(B)(4). Batch # unknown. The batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information requested but not received: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that while creating gastric conduit for reconstruction of esophagectomy the stapler locked and was unable to open. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # r5an1t. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.